Event description:
It was reported that a pt was bruised and burned during a ipl treatment.

Manufacturer narrative:
Lumenis field svc found the device to produce high output upon evaluation. The subject device was requested to be returned for further root cause evaluation at the mfg facility. Should the device be returned, a follow up MDR will be filed.